Event description:
The customer reported that their device lost power after connecting the ECG electrodes to the patient. The customer stated that the device was then unable to be powered back on. After a review of the electronic patient record, it was observed that the device was able to be powered back on for use approximately a minute and twelve seconds after the loss of power. The customer stated that the patient was then transported to the hospital and did not suffer any adverse effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported failure. Physio replaced the external usb data cable and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed external usb cable and determined that the cause of the reported failure was due to an open 12 volt cable within the usb cable which could cause the device to lose power when connected to the device. Without the cable installed, the device was found to be functioning normally.